Event description:
It was reported that the programmer would not interrogate implantable heart devices. The radiofrequency head was changed out but the situation did not resolve. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the programmer would not interrogate devices due to the rf head connector on the link electronic module (lem) circuit board was loose. The rf head connector also had cracked solder joints. As a result the link electronic module (lem) circuit board was replaced and calibrated. Concomitant medical products: product ID 229047 software analyzer. (B)(4).